Event description:
It was reported that during a pph procedure, the doctor stated that he was unable to withdraw the device. Staples remained in the device and the anterior staple line was disrupted and not formed. The doctor did hear the device break through the plastic washer. Over-sewed the staple line to complete the procedure. There was no pt consequence reported.